Manufacturer narrative:
(B)(4). Partial deployment, suture line tangled. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further info, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an ultraflex covered esophageal stent was used during a stenting procedure ((B)(6) old male). According to the complainant, the stent was deployed approximately one third of the way and the suture would not retract further. When the suture was pulled the delivery system bowed. When the device was removed from the body, the suture appeared to be knotted. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.